Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce any of the errors but noted they were logged in the diagnostics. The stm replaced the front end board and performed a full calibration of the board. Because the stm could not reproduce the problem, he ran the iabp with a trainer and test balloon for two days. The iabp worked to factory specifications. A full preventative maintenance (pm) was completed. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a test failure code 54. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a test failure codes 52, 53, 54. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.